Event description:
It has been reported to philips there was incorrect identification of equipment in the cases. The device was in clinical use at the time of the event. No harm to the patient or user was reported in the complaint (B)(4). Philips has started an investigation for this complaint.